Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized with a blood glucose level below 35 mg/dl. The customer reported that the low blood glucose level was due to him not eating all day. The customer also reported another incident in which he was hospitalized, but for a high blood glucose level. Blood glucose level at the time of the second incident was provided, but customer stated that it was due to his infusion set coming off during the night. The customer will not return the device for analysis.